Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the patient's implantable cardioverter defibrillator exhibited episodes of post-paced t-wave oversensing. Programming changes were discussed. No further information was available.